Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel processor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that during power up, the system control would not start. This resulted a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.